Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection revealed the jaws of the device were found to be aligned and without damage. The jaws of the device were found to be disconnected from the inner shaft of the device. The device was disassembled for further inspection. Inspection of the inner shaft found that the shaft pin was missing, damage was present on the inner shaft where the pin should be. The jaws showed shaft wear and damage where they connect to the inner shaft. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are: attempting to grasp excess amounts of tissue. Excessive force applied to the jaws of the device. Attempting to actuate the handle while the ratchet switch is in the "locked" position. The instructions for use (IFU) state: careful handling of instruments is necessary to avoid damage or breakage as a result of excessive force. Inspect the instrument for overall condition and physical integrity. Do not use the instrument if the insulation has been compromised or if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. Follow a suitable endoscopic surgery protocol. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the device (laparoscopic instrument) did not hold tissue properly. The jaws did not close tight enough to grab tissue and it kept slipping off. The device was replaced to complete the procedure. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.